Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a dose of 155mcg/day. The indication for use was intractable spasticity. It was reported that right after implant in march the patient was doing great, he was relaxed and everything was going well. The day the patient was weaned off his oral medication he was admitted to the hospital due to seizure. The seizure was on (B)(6) 2016. On (B)(6) 2016, the healthcare provider learned that the patient was more spastic. When the patient was seen again the tightness came back so the dose was increased. Between (B)(6) the dose had been increased from 120mcg/day to 155mcg/day and the spasticity had gone away but then the patient was admitted to the ER on (B)(6) 2016 for tightness and low grade fever. This was a sudden change in symptoms. The healthcare provider wanted to give a therapeutic bolus and was planning to contact the neurosurgeon to give the therapeutic bolus and check for patient response. Additional information was received from a healthcare provider (hcp). Patient information provided. The starting dose of lioresal was 100 mcg/day and the current dose was 240.13 mcg/day with a start date of (B)(6) 2016. Other medication the patient was taking at the time of the event was diazepam. Medical history includes right internal carotid artery aneurysm intraventricular hemorrhage with spastic quadriparesis. Pump indication for use was spastic quadriparesis. It was not certain if the seizure was related to the pump but was possible. The seizure work up was negative. On (B)(6) 2016 a catheter study was done with 2 cc cerebrospinal fluid drawn from the catheter. After the catheter study the patient's tightness drastically improved even though the pump rate was kept on 240 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.